Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and lead was returned in two sections. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the is-1 end, the lead tip and helix appears intact. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this attempted right ventricular (rv) lead was not successful as the helix screw would not extend. The physician tested helix screw prior to inserting lead but during the procedure the helix screw would not extend. A different lead was implanted successfully. If this event were to reoccur, it could lead to a serious deterioration in the health of the patient. No additional adverse patient effects were reported.